Manufacturer narrative:
Investigation summary: a review of the complaint history, instructions for use(IFU), device history record, specifications and a visual inspection of the returned device were conducted during the investigation. One open package was received; positioner, pigtail straightener and stent were returned. The tether was not returned with the stent. Proximal end of the stent was torn starting at the first sideport and stopped 4mm from the end of the coil. Under magnification striations, with material fibers was observed on the torn edge. There was no evidence of manufacturing anomalies observed with the device. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause cannot be determined at this time; however, it is possible the damage occurred due to excessive pressure being placed on the stent. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during insertion of the universa soft ureteral stent, upon passing the stent over wire, a split in the distal end of the stent was noticed. The stent was removed and another stent opened and used without incident. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.